Event description:
It was reported that the left ventricular lead impedance was greater than 3000 ohms post implant. The lead remained in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device, have analyzed the data, and found high resistance/impedance. The patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010. The weekly trend data shows the maximum left ventricular perm pace impedance at 4047 ohms between (B)(6) 2010.

Event description:
It was reported that the left ventricular lead impedance was greater than 3000 ohms post implant. The lead remains in use. No patient complications were reported as a result of this event.